Manufacturer narrative:
(B)(4). Multiple products involved in the event. It is unknown which product caused the event. (B)(4) (quantity - 1), lot number: rs13c023, (B)(4)(quantity - 1), lot number: rs12h022. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that, the patient underwent percutaneous posterior fixation at levels l2-l4 to treat l3 compression fracture. During surgery, when surgeon tried to detach a rod in the left side, he could not pull up the lever on the inserter so the inserter did not release the rod. Reportedly he had been able to detach the right side rod before the event. He replaced the rod by a 1cm longer rod and finished his procedure. Post-op, rep found that the "window" on the inserter, to adjust the gripping force, was opened that might have prevented the lever from being pulled up. The event extended surgery within 15 minutes. The product was used in the patient. No patient complications were reported. The inserted rod couldn¿t be detached from the inserter so the surgeon removed the rod with the set screw and replaced with a new rod. The removed rod was disposed at the hospital. It¿s unknown whether the window was open from the beginning or during the surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.